Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv lead noise and high, out of range, hv lead impedance and pacing lead impedance was noted. No intervention was performed, the physician decided to monitor the patient only. The patient's condition is stable.